Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a revision surgery due to loose infinity tibial component.

Manufacturer narrative:
The reported event could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that the tibial component shows loosening with significant osteolysis around it. The talar component has subsided but doesn¿t appear to be loose now. No definitive sign of infection could be confirmed due to lack of clinical information. Based on investigation, the root cause was attributed to a patient related issue. The failure caused due to subsidence of talar and loosening of tibial component. If the device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device remains implanted in patient.